Event description:
Rptr had 2 employees that had exposure to detergent vapors and had acute respiratory distress. One employee went to emergency dept for relief of symptoms. Date of event is approx. Event discovered in conversation with person at user facility.